Event description:
Safety cover over needle while still in packaging is separating and leaving needle completely exposed inside the package. The needle pushes through the package and sticks the handler.